Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show persistent battery failure alarms (#360) and battery 2 communication failure alarms (#353) upon every boot-up on that day. Bat test result indicates battery 2 being internally disconnected due to cell imbalance (failed cell 3), which also disabled communication with battery. After batteries were replaced, console operated within specification and no alarms were present. This report is being filed as part of a retrospective review of historical records.

Event description:
During software update, power up, there was a battery failure alarm that was triggered, log collection and investigation. One of the two batteries was dead. Logs and surveyed data are uploaded to the target ci. There was no mention of patient involvement resulting in harm or medical intervention.